Manufacturer narrative:
The customer's product has been requested back for investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
The customer called reporting a precision xtra meter issue which would not retain the time and date in the meter memory. The customer reported that her health care provider had problems downloading her readings from the meter to the provider's computer using the precision link software. There was no report of death, serious injury or mistreatment associated with this event.